Event description:
The facility representative reported failure code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: the condition of fail code 812:02 was confirmed. A faulty pump head module caused this fail code. The pump head module was replaced.